Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure there was observations of noise while manipulating around the electrode tip. Manipulation was performed; however, the noise could not re-produced. The physician decided to program tachy therapy off. Technical services (ts) was consulted to review data. Ts reviewed and provided possible causes and provided troubleshooting options. One day post-op troubleshooting was performed, and they confirmed there was wandering baseline noise when programmed to secondary and alternate vector. Therapies were re-activated and the plan is to perform x-rays. Ts reviewed the x-rays and confirmed there are areas of air entrapment. It was noted that the electrode tip does not have any air entrapment or noise. The noise was able to be reproduced once when programmed in alternate and there were no observations of oversensing. Ts informed that the air should be absorbed in the next few days. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure there was observations of noise while manipulating around the electrode tip. Manipulation was performed; however, the noise could not re-produced. The physician decided to program tachy therapy off. Technical services (ts) was consulted to review data. Ts reviewed and provided possible causes and provided troubleshooting options. One day post-op troubleshooting was performed, and they confirmed there was wandering baseline noise when programmed to secondary and alternate vector. Therapies were re-activated and the plan is to perform x-rays. Ts reviewed the x-rays and confirmed there are areas of air entrapment. It was noted that the electrode tip does not have any air entrapment or noise. The noise was able to be reproduced once when programmed in alternate and there were no observations of oversensing. Ts informed that the air should be absorbed in the next few days. At this time, the device remains in service. No additional adverse patient effects were reported.additional information was received in which the patient was evaluated in the clinic. The physician manipulated the lead and can around and there were no signs of air entrapment oversensing. The patient will come back in four weeks for further troubleshooting with isometrics. At this time, the device remains in service. No adverse patient effects were reported.additional information was received which reported isometrics was performed and no oversensing was reported during exercise test and myopotentials are well discriminated during isometric testing. Technical services reviewed the device data and noted that the secondary vector had stable r-wave. No major oversensing was present with 2x gain. The device was programmed to secondary. The plan is to have another follow-up in may. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary:with the available information, boston scientific concluded the clinical observation of air bubble noise or oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review:a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis:this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of air bubble noise or oversensing is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued. Labeling review:review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further reviewrisk assessment:a risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of air bubble noise or oversensing is a known inherent risk of the device.